Event description:
A customer reported experiencing a cartridge alarm during the load process with their insulin pump. There was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl (27.7 mmol/l). Technical support confirmed the issue was recurring with consecutive cartridges and resolved the situation by sending a replacement pump. The customer agreed to store the current pump before returning it through ups and will use multiple daily injections to maintain insulin delivery until the new pump arrives.